Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt with the setting of 3 on (B)(6) 2017. After the implantation surgery, the surgeon recognized that the snph got worse. The surgeon performed angiography and checked the valve, and then s/he couldn¿t confirm the flowing csf to abdominal cavity. Thus, the revision surgery was performed on (B)(6) 2017. However, the natural dropping from the valve was confirmed after the valve was detached from the abdominal catheter. Thus, the surgeon set the outside drainage without implanting the revised valve to a patient¿s body. The patient¿s condition is under monitoring. The surgeon suspected that the obstruction of the valve was highly possibility of the patient¿s origin since the surgeon confirmed the natural dropping from the valve. No further information was provided by the hospital. " the natural dropping from the valve was confirmed after the valve was detached from the unknown abdominal catheter.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected; biological debris was noted inside the valve, as well as a scratch mark in the silicone housing. The valve was hydrated. The position of the cam when valve was received was at setting 1. The valve was visually inspected: biological debris was noted inside the valve mechanism. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the flat spring of cam /ball arm assembly, and on the ruby ball. A search for relative complaint was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem found during investigation is due to the biological debris found on the flat spring of cam /ball arm assembly, and on the ruby ball. The root cause for the scratch in the silicone housing is probably due to user error, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.